Event description:
It was reported that during a percutaneous coronary intervention procedure, the stent moved on the balloon. Vascular access was obtained via the radial artery using another manufacturers' 6f introducer sheath. The target lesion was a previously implanted restenosed non-bsc stent located in the heavily calcified right coronary artery. This 4.00x28mm promus element plus stent was selected for treatment; however, the stent delivery system (sds) was unable to cross the lesion. The physician attempted to remove the sds from the patient but was unable to remove the device from the sheath. The physician determined that the stent had moved on the delivery balloon at this point. The decision was made to deploy the stent in the radial artery. The stent was fully deployed and well apposed in this location. Vascular access was then obtained via the femoral and another 4.00x28mm was deployed in the target lesion to complete the procedure. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product.(B)(4). Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)